Event description:
Patient was revised to address dislocation of the should which occurred while patient was aggressively scratching his back. The surgeon stated that he should have used a 42 glenosphere, instead of a 38, at the time of original surgery. (Shoulder).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no additional reported incidents against the provided product and lot combinations since their release for distribution. Provided information states the patient was aggressively scratching his back with his right arm (surgical arm when dislocated the prosthesis). Also, since it as a tight fit when the original surgery took place (38 glenosphere was used); surgeon stated he should have used a 42 and the joint would have been much more stable. The surgeon up sized the glenosphere to a 42 and went with a 42 +9 poly to provide more stability. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.